Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reporting via phone call, issues in regards to the sensor. During the call she also mentioned the insulin pump turned off without any notification and it caused her blood glucose to go high. Exact blood glucose wasn't provided by the customer. Troubleshooting wasn't performed as customer had to go. She isn't returning the insulin pump for analysis.